Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The additional patient effects referenced will be filed under a separate medwatch report #. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the supera instructions for use, as a known potential adverse effect of peripheral percutaneous intervention. Based on the case information, a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The UDI is unknown as the part and lot numbers were not provided.

Event description:
It was reported through a research article identifying supera which may be related to the following: patient death, thrombosis, revascularization, rehospitalization. This article summarizes clinical outcomes of 42 patients that were treated with supera stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "interwoven nitinol stents to treat radiocephalic anastomotic arteriovenous fistula stenosis."